Manufacturer narrative:
Patient underwent microaire power assisted liposuction (pal) followed by renuvion treatment in the neck and submental area. The renuvion device settings were 80% power with a 1.5 lpm helium flow rate and a total of 6.0 kilojoules (kj) delivered. The doctor states he used 3 slow speed retrograde passes at an intermediate plane depth with treatment strokes performed at 0.5 cm apart from each other. A size 2 medical z compression garment was applied post procedure. Two weeks post-operatively the patient came to the office for suture removal and presented with the burn. The patient was treated with hyperbaric oxygen, antibiotic ointments, and exosomes for the wound. Apyx medical's subdermal coagulation technique considerations (sctc) recommends treatment strokes be performed 2 - 3 cm apart. Performing the treatment strokes closer together than recommended may have contributed to the injury. The device was discarded and not available for evaluation. Temporary and/or permanent injury as a result of a burn is a known potential complication for this technology and treatment.

Event description:
The patient presented with a burn on their neck / chin / submental area 2 weeks after a procedure in which renuvion was used as part of the overall surgical treatment.